Event description:
This is a spontaneous report of peritonitis in a female patient coincident with dianeal (unk) peritoneal therapy (pd) and asked about the error of clean flash (uv assist device). It was reported that the sensor's function of the clean flash seemed to be getting weaker. The patient had been admitted to the hospital with a diagnosis of peritonitis. In 2009, the patient started dianeal n pd-2 1.5% and dianeal n pd-2 2.5% for ambulatory peritoneal dialysis (apd) therapy. In the same month, the patient developed herpes zoster. No treatment was administered and the patient recovered. A week after the original date, the patient was admitted to the hospital because of dehydration. On admission, the peritoneal effluent was cultured. Peritoneal lavage was performed five times a day for six days from the same day. Cefazolin sodium and amikacin sulfate (dose unk) were administered intraperitoneal (ip) starting that day. Three days later, the patient recovered from the dehydration. The patient was recovering from the peritonitis. There were no known exit site or tunnel infections, no breaks in aseptic technique.

Manufacturer narrative:
The sample has been discarded and is not available for evaluation.